Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not clean the area before starting pd therapy. The patient experienced peritonitis and was hospitalized on the same day for the event. The patient was treated with intraperitoneal (ip) fortum (1g, frequency not reported) and ip vancomycin (1g, frequency not reported) for peritonitis. Dianeal therapies were ongoing. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event (previously reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.